Manufacturer narrative:
Device received with operating currents within specification. Device passed selftest, unexpected restart error test, rewind and displacement test. However, device alarmed prime during basic occlusion due to slightly loose drive support disk. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 212 mg/dl. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.